Manufacturer narrative:
The device in question in not available for return. Therefore, orthalign cannot confirm the complaint, and no root cause can be determined. The complaint reported that a pin from another manufacturer was used and may have contributed to the serious injury. Using a pin from a different manufacturer adjacent to orthalign instrumentation is considered off-label use and is cautioned against in the instructions for use. No further action required.

Event description:
Patient suffered a popliteal artery injury during the operation. He was transferred to (B)(6) hospital and confirmed the cause with his then primary surgeon. The surgeon predicted that the persona pin might have penetrated the tibia.